Manufacturer narrative:
Additional information was received on 26-dec-2023 providing the sheaths used in the procedure. Sheaths used were not bwi sheaths.concomitant medical products and therapy dates field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31137670l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced a cardiac tamponade that required drainage. First, at the time of inserting the sound star eco catheter (lot #: e8492077) into the patient¿s body and attempting to perform brokenbrough method, error 6108 occurred. Echo images would not appear on the carto 3. Though re-connected the cable for the sound star eco catheter on the front of the patient interface unit (piu), the issue would not resolve. The sound star eco catheter was replaced with sound star eco catheter (lot #: e8500668) and the issue resolved. Cardiac tamponade developed and cardiac drainage was performed. Atrial septal puncture was performed. Ablation was performed using the thermocool® smart touch® sf bi-directional navigation catheter before pericardial effusion or tamponade was identified. Steam pop was not confirmed. After treatments, the patient was returned to the neonatal intensive care unit (nicu) on the same day of the event. The physician¿s comment on the relationship between the event and the product was at the time of brokenbrough method, the endocardium had been penetrated. There were no abnormalities observed before or during using the product. The procedure was completed. Additional information was received. No cardiac surgery was required. The location of the perforation was unknown. The event occurred during transseptal phase. The physician¿s opinion on the cause of this adverse event was that it was procedure related. Patient has improved. The error 6108 issue was assessed as non MDR reportable. The adverse event was assessed as MDR reportable under the ablation catheter (thermocool® smart touch® sf bi-directional navigation catheter).